Manufacturer narrative:
Ife import for export. International medical device regulators forum (imdrf) adverse event reporting: (B)(4).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred in the workshop during inspection within the emea region. The reported complaint of "steel element sticks through the ift[insertion flexible tube] by 21cm" involved pentax medical video colonoscope, model ec38-i10nf, serial number (B)(4). No serious injury or death of a patient or user, or delay in a procedure which would require medical intervention was reported. The colonoscope needs to be returned and the insertion flexible tubing replaced.